Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the rep reported that the patient developed a bacterial infection that they felt was related to the device. While meeting with the rep the patient turned off the device and had pain/no use of left hand. It was noted that the ins was working until they turned it off. On (B)(6) 2017 the patient had their device/leads explanted, and there was no sign of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient felt a burning and stinging sensation at their implant site for the last two days prior to the report, when they sat back in their chair. The patient felt around their left hip, and felt the implantable neurostimulator (ins) protruding outward. Upon evaluation, the patient¿s healthcare provider noted that the ins flipped, and was protruding out at a 45 degree angle. There was no skin breakage, but bruising was apparent. It was noted that the patient is still receiving great pain relief, and the ins is operating normally. The patient¿s physician tried to manipulate the ins, but had no success. They were prescribed antibiotics, and were to send the physician picture updates of the bruising. The patient was implanted for non-malignant pain.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the patient was not to lerating the antibiotics that he wrote for her last week, so he wrote her for new ones. The patient was scheduled to follow-up with the doctor on (B)(6) 2017. No further complications were reported.